Manufacturer narrative:
H3: product analysis: part # kpt1502, lot # 219895699. Visual and functional inspection revealed the balloon has been ruptured. The rupture is a pinhole/slash near the center of the balloon. This pinhole/slash is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for percutaneous v ertebroplasty. Levels implanted: l2 pre-operative diagnosis: primary osteoporosis fracture type: compression fracture it was reported that when the balloon on the left side was inflated to 2.5cc and 80psi, the psi value suddenly dropped to 9psi, and there was a concern that the balloon was damaged, so the balloon was deflated and removed, and it was confirmed that the contrast media had leaked into the vertebral body. The patient was not allergic to contrast media. The balloon ruptured during inflation. There was a delay in the surgery by less than 60 min.  The ibt malfunction occur during the first insertion into the vertebral body. There was no patient symptom reported. The procedure was performed successfully by using a new product. There were no further complications reported regarding the event. Update: the balloon on one side was damaged when it was inflated. The event occurred when the balloon was inflated to near the upper end plate. Curette could not be used because it was near the end plate. Doctor¿s comments: the physician said that maybe it's because the product interfered with the bones of the end plate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.